Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by the pt that she had experienced loss of vision in association with the contact lens wear. According to the info received, the pt tried to insert a contact lens when the lens broke into several pieces in the pt's eye. The pt reports the contact lens pieces got stuck in the eye and the eye became painful. She further states that the contact lens pieces "cut her eye and eyelid" and her vision became impaired. She attended the accident and emergency department at her hospital, and was prescribed treatment with an antibiotic eye ointment (unspecified), as - according to the pt - the eye had become infected. Subsequently she was referred to the eye hospital. The pt states that her eye is very red and swollen associated with severe pain, and that she is unable to wear contact lenses. Additional info received on (B)(6) 2011 from the pt, who states that she has currently "lost 90%" of her vision in the affected eye and that she is still in considerable pain. No further relevant info has been received to date.